Event description:
It was reported to gore that the patient underwent endovascular treatment for a superficial femoral artery (sfa) aneurysm with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that the physician used a 0,035¿ non-stiff guide wire and a 10 fr introducer sheath, considered this case as a standard and wanted to deliver the vsx-devices with a curved catheter. A first vsx device (11 x 100) was implanted at the distal part and then a second one (13 x 100) successfully. A third vsx device was advanced to the intended location (femoro-popliteal artery) while strong resistance was felt, and it was not possible to deploy the vsx-device, although the delivery catheter was not stuck in the sheath and the deployment line was not stuck and blocked. The physician changed the guide wire with an advantage guide wire, tried again to deploy the device but was not successful. He removed the delivery catheter with the vsx device, used another vsx device (13 x 100) and implanted it successfully. There was no report of patient harm.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. H3 other: the device was received and the investigation is still ongoing. H6 investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation results: device photo: two device photos were returned demonstrating a viabahn® device with a blue 0.035" guidewire compatible delivery catheter. The deployment knob appears detached consistent with attempted deployment, and the endoprosthesis is partially expanded near the distal tip of the delivery system. The endoprosthesis appears curved or bowed by tension at the deployment line exiting the transition. No further remarkable observations were noted in relation to the reported failure to deploy. Engineering evaluation: evaluation of the returned device indicates a device consistent with deployment difficulty. The reported failure mode of failure to deploy is consistent with the findings of a displaced endoprosthesis, and partial outer zipper deployment. Engineering evaluation of the device could not confirm the reported failure to deploy. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. Evaluation of items returned for review are consistent with a partially deployed endoprosthesis and observed deployment difficulty. During evaluation, a guidewire could not be inserted tip to hub to stabilize the delivery system for attempted deployment, and deployment could not be completed with traction at the knob. Guidewire resistance was not reported, however, and the device is no longer in its original condition prior to use in a clinical setting. Therefore, there is no causal relationship between the observation and the reported failure to deploy. Inadequate delivery system support during device evaluation may have contributed to observed catheter deformation when attempting to continue deployment at the knob. The device was returned in a 'bowstring' configuration, but deployment was ultimately resumed with traction applied at the endoprosthesis, demonstrating the zipper constraining feature to be functional. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. As reported, the physician used a 0.035¿ non stiff guidewire for treatment of a superficial femoral artery aneurysm. The IFU instructs the user to use a stiff guidewire and specifies failure to use a stiff guidewire in an aneurysmal lesion may result in deployment issues (e.g., device bowstringing). Therefore, the root cause of the observed partial deployment with stuck deployment line and device bowstringing are attributed to unintended use error as reported (i.e., user does not use a stiff guidewire of the appropriate specification (length, stiffness, or diameter)).

Manufacturer narrative:
The gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following:¿use a stiff guidewire (table 2a and table 2b) that has a length at least twice that of the delivery catheter to gain access to the lesion. Securely position the guidewire in the distal vessel, ensuring that the floppy tip portion of the wire is distal to the endoprosthesis landing zones. Failure to use and deploy over a stiff guidewire while treating an aneurysmal lesion with a gore® viabahn® endoprosthesis with propaten bioactive surface could result in inaccurate device deployment (e.g., device bowstringing or migration).¿